Event description:
It was reported that during a cholecystectomy procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Anti-backup failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the anti-backup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.